Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
On (B)(6) 2008, the patient was implanted with two gore® excluder® aaa endoprostheses for treatment of an abdominal aortic aneurysm. On (B)(6) 2017, follow up imaging reportedly identified a proximal type I endoleak with no evidence of aneurysm growth. It was reported the endoleak was caused by disease progression of the proximal aortic neck. On (B)(6) 2017, an additional procedure was performed whereby two aortic extender components were implanted in the proximal neck to treat the endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.